Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 mg/dl. Reportedly, the customer's healthcare provider adjusted the basal settings and the customer felt the settings needed to be lowered back down. The bg level was addressed by the customer consuming carbohydrates.